Manufacturer narrative:
The insulin pump was received with a compromised force sensor system error alarm during the basic occlusion test due to a detached end cap. The following physical damage was also noted: cracked case at a display window corner, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident was 114 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The customer was unable to exit the "preparing to prime" loop. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.